Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: component failure regarding the detached bending section cover glue. A definitive root cause of the debris inside the objective lens could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the cysto-nephro videoscope to the service center for a leak. During the device analysis, the repair center indicates that a detached bending section cover glue and debris inside the objective lens was found. It was determined that the device needed to be replaced. There was no patient involvement.